Manufacturer narrative:
Clinician review of the provided records confirmed mechanical wear of the polyethylene insert. Based on the age of the device it is presumed the root cause of the wear to be normal wear of the insert from in-vivo service. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "the patient was revised on the left hip due to pain. The surgeon did not specify the reason for the pain."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown vitalock liner. Other devices listed in this report: cat. No.: 6302-1-054, vitalock cluster shell 54mm, lot code: unknown; cat. No.: 6264-5-128 28mm std 5-40 taper vit head obsolete rutherford, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported, "the patient was revised on the left hip due to pain. The surgeon did not specify the reason for the pain."